Event description:
It was reported that a lead revision procedure was performed where the right atrial (ra) and right ventricular (rv) lead were both explanted and replaced due to poor thresholds that were causing the patient to experience syncopal episodes. Both leads replaced successfully, and the device was replaced due to normal battery depletion. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the complete lead was returned for analysis in two segments. The setscrew mark was noted in the correct location. Visual inspection revealed damage to the outer conductor coils that was consistent with explant induced damage. Resistance tests were completed to assess electrical performance and inner insulation integrity of both segments, and the measurements throughout these tests failed due to the explant damage. Laboratory analysis did not identify any characteristics that would have caused or contributed to the report poor thresholds.

Event description:
This report is being filed with analysis details.